Event description:
It was reported that during implant, the suture sleeve on the right ventricular (rv) lead was electively cut because it was believed that the suture sleeve was too soft. After connecting the rv lead to the device, low pacing impedance was observed. It was suspected that the lead insulation was damaged by the user when cutting the suture sleeve. The lead was explanted and replaced.

Event description:
It was reported that during implant, the suture sleeve on the right ventricular (rv) lead was electively cut because it was believed that the suture sleeve was too soft. After connecting the rv lead to the device, low pacing impedance was observed. It was suspected that the lead insulation was damaged by the user when cutting the suture sleeve. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of low lead impedance was confirmed. As received, a complete lead was returned in one piece. Visual examination found the inner and outer insulations were damage and the outer and inner coils to be bent at the suture sleeve tie impression region. The cause of the reported events was isolated to the over-tied suture sleeve. No other anomalies were found.